Event description:
Patient visited the (B)(6) hospital in (B)(6) on (B)(6) 2014. Patient claimed that his state of health is different. He did not show any withdrawal syndrome, but increased pain. He was neither examined by MRI or CT nor any further examination were performed. Patient further claimed that he did not get a hit or was fallen down. The last refill of the pump was done by dr. (B)(6) on (B)(6) 2014. Since 2011, dr. (B)(6) is performing the re-fill of the pump, but obviously without following the instruction with respect to stop the flow. Prior the these re-fillings the pump has been re-filled by dr. (B)(6) according to the instructions by stopping the pump by means of the cu now the pump is displaying the hardware failure ¿8¿ and the pump flow is stopped. Pump beeped. The pump reservoir containing the drug paladon (ph 6.5) was emptied. Patient is receiving pain medication (subcutaneous) and will be relocated on (B)(6) 1 to dr. (B)(6) for exchanging the pump. On (B)(6) 2014, we have been informed of a hardware failure [8], meaning piezo activation failure, on the medstream 40ml pump nlbg80. A pib was performed this morning. The immediate recommendation was to empty the pump reservoir and switch to oral medication. The next step proposed by the pib need to be agreed by you, (B)(4) as regulatory compliance and clinical representatives. The proposition is initiating a discussion with the physician, informing him that there is the technical possibility to clear the hardware failure [8] error and restart the program (with the pump reservoir still empty). As we do not have a root cause identified for this error, the risk of this action includes the error recurring at some point during the life of the pump and therefore the pump is switched in stop infusion mode. On (B)(6) 2014, (B)(4) responded by stating the following, "I am in agreement with recommended approach. However, I recommend relaying to physician the need to monitor the patient for failure recurrence by checking pump over next several days." A few questions: what is the drug paladon being used? Is it morphine? It is composed of hydromorphone, used for pain. Medstream is not validated for use with paladon, this is an out of label use. How has the md been filling and running the pump without the controller unit? Is this acceptable use? Can it lead to a problem with the pump? Also here, this is completely out of process, and this is not what codman recommend. The risk associated is that the user does not have the updated next refill date indicated by the cu. However, this does not impact the way the pump is flowing and should not lead to an issue with the pump. The pump empty alarm will beep as expected. Has the physician been emptying old drug between refills, and filling with new drug, or just adding to the reservoir (ie; topping off?) I will need to have a confirmation from physician for this last point.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the transaction log of pump interrogation performed on november 27th, 2014 showed that the pump had triggered a hardware failure[8]. The device history record of product code 91-4201, lot clcbb2; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on march 10th, 2010. Data were extracted from the pump at receipt, and sent to the r&d for analysis. Warning window: high voltage feedback error, this warning correspond to the hw#8. The programmed flow rate, valve-on time and compensation value have been verified using the following materials and are conform to the expected values. The pump was returned as follows: 4 suture loops, approx. 10 punctures were observed on the filling septum, no scratch was observed on the outer parts of the pump, approx. 1 holes observed on the bolus septum, the pump was returned empty. The medstream pump was steam sterilized. The pump has been received by the r&d department in a state where the top cover was removed in order to look at the inside of the electronic chamber and to investigate the electronics. Following steps have been followed during the investigations: visual observation under binocular: white chrystals at both sides of piezo between piezo and membrane holder indicate that drug/saline got into the electronic chamber through the membrane. To confirm that piezo got removed: white chrystals on membrane. Injecting di water from outlet into pump yields a clear appearance of a water drop in the middle of the membrane confirming the fractured membrane. Conclusion: broken membrane let drug enter into electronic chamber and got in contact with piezo. This created a short circuit on the piezo that did not allow it to charge anymore. A small crack in the ti-membrane of the valve assembly caused liquid to enter into the electronic chamber and got into contact with the surface of the piezoelectric actuator. The functionality of the piezo actuator was affected due to the contact with the liquid. The required voltage at the piezo to open the valve was not reached within the required time interval which was detected by the internal rise time check. Hardware failure [8] was triggered. However the root cause of the ti-membrane breakage was not clearly identified. Based on the results of this investigation dra was initiated to collect and analyze all data available related to ti-membrane breakage on medstream pumps.. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
The device has been recevied for investigation.

Manufacturer narrative:
(B)(4). It is unclear if the device will be returned for investigation. A follow up report will be filed when additional information has been received.